Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer indicated via social media (B)(6) post that they had fluctuating high and low blood glucose and sensor glucose with threshold suspend when blood glucose were not low. Customer did not indicate sensor glucose level but stated that they had blood glucose of 60 mg/dl. Customer indicated that pump stops basal dose as well. Customer does not recall any significant events leading to the range discrepancy. No further information provided.